Manufacturer narrative:
(B)(4). On (B)(6) 2017 , it was reported that the device roller part was not cutting. The cutter blade deterioration and wear was confirmed. The customer returned the device for evaluation initial qa inspection of the meshgraft ii by zimmer biomet on (B)(6) 2017 certified that the device does not mesh. Repair of the meshgraft ii was performed by zimmer biomet (B)(4) on july 4, 2017, which includes failure of the cutter blade and side plate, replacement, disassembly, clearance adjustment and operation were also checked. Meshgraft ii , serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Zimmer biomet (B)(4) has not previously repaired/evaluated meshgraft ii serial (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the device( meshgraft ii ) meshgraft ii was not cutting, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device roller part was not cutting. The cutter blade deterioration and wear was confirmed.